Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has no voltage. There is no shared data log available for review. The reported event of an unrecoverable loss of antenna passed threshold was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a permanent out of range signal. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.